Event description:
Received via facility reported med sun (B)(4). During laparoscopic surgery, the tip of the laparoscopic grasper broke into two pieces inside the patient's abdomen (two jaws at the tip of the instrument broke off during use inside the patient). The pieces were retrieved by the surgeon and pictures taken of the retrieved pieces. Msi (magnetic source imaging) protocol was followed to identify if any missing pieces were still in the abdomen. Radiologist confirmed directly with surgeon that o missing pieces were retained. Instrument was removed from the field by the director and placed into plastic bag for investigation/follow up. An additional device was readily available and surgery was successfully completed. There was a surgical delay while imaging was completed. Additional information obtained: device was sent to (B)(4); the repair company used by the facility, for review. Request has been made to determine if device is available for return however response has not been received. Facility was unable to provide item number of device; review of order history was used to determine item number. This information is believed to be accurate, however has not been confirmed by review of device.

Manufacturer narrative:
One s/a retraction grasper was returned for evaluation. Visual assessment of the device confirmed the reported condition of the fixed jaw breaking off. The broke area is bent and shows signs of plastic deformation. The jaw was tested for material condition and found to meet print specification. The devices condition is consistent with excessive forces being applied during use. Per the device IFU (instrument for use) "instruments must be handled carefully during surgery and cleaning to avoid misusing the instrument. Misuse will usually result in damage or breakage". No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. Correction: model # and catalog # 8361-00. Additional information: lot# l50336125.